Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array and subsequently underwent revision surgery to reposition the electrode and a mastoidectomy on (B)(6) 2007. The implanted device remains.